Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 459 mg/dl. The customer also stgated that, the insulin pump had an audio anomaly. The customer stated that the device was not making any sound when alarming. They did not hear the difference between audio volumes 1 and 5. The device failed the audio test. It was unknown if the customer was using auto mode function at the time of the event or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly. Device received with cracked case (battery tube). The p-cap does lock properly.